Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: a patient with a dislocation of the right acromioclavicular joint was implanted with a clavicle hook plate with a 15mm hook on (B)(6) 2012. Postoperatively the patient complained of pain and in (B)(6) 2012 plate cut-out was noted. The patient was returned to the operating room on (B)(6) 2012 for removal of the plate. After removal the surgeon noted the plate had a 12mm hook had been contained in a 15mm hook package. After the removal procedure the patient reportedly had no further pain. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.